Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/08/2021. An investigation was conducted on 04/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold or hot jaws. Both the cold and hot jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break; jaw" was not confirmed the lot # 25156200 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The portion of the hemopro connecting the jaws to the shaft broke during insertion. There were no injuries and another hp2 was opened to complete the procedure without delay.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The portion of the hemopro connecting the jaws to the shaft broke during insertion. There were no injuries and another hp2 was opened to complete the procedure without delay.